Manufacturer narrative:
Device evaluation: the device is not expected to return for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported that an esophageal stent rubbed against the cardia of the stomach causing a lesion. The stent was placed across the gej and left in place for two months. The stent was removed and no additional stents were required. The patient was sent home and has since expired. The cause of death and date of death was not available.